Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error alarm with red x on display. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device failed sleep current measurement and active current measurement due to corroded electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case and missing display window cover.